Event description:
Customer reported the images appear very dark and blurry. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and adjusted max dose and camera focus. System operates as intended. This MDR is related to ge healthcare complaint.